Event description:
The ge oec 2600 fluoroscopy system displayed error 426 and error 430. A system reboot restored function.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction, but oiled the filmer rails to prevent errors. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.